Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, fluid-like contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was thirty-two error codes found. The third-party service center concludes that there was visible foam degradation and unit got corrected.